Manufacturer narrative:
The device was not returned to the service center for evaluation. As part of our investigation, while onsite the ess performed a reprocessing in-service that including reprocessing the scope in accordance to the manufacturer¿s recommendation. The ess also, informed the facility¿s management staff of the need for additional air/water channel cleaning adapters and ordered them.

Event description:
The service center was informed during an onsite visit with an endoscopy support specialist (ess) the user facility did not have air/water channel cleaning adapters for each scope. The ess reported that the facility¿s leak tester was worn and corroded. There was no patient involvement and no device positive culture reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that it was confirmed the subject scope was shipped in accordance with specifications via DHR. According to confirmation at in-service and IFU, the user handling was seemingly deviated from IFU. The legal manufacturer reported that the root cause was attributed to user handling. The legal manufacturer referred to the following sections of the instruction manual: -IFU(reprocessing manual):1.2 importance of cleaning, disinfection, and sterilization alerts on the impact of incorrect method of reprocessing. Moreover, detailed procedure of reprocessing is states in each chapter. -IFU(operation manual):warnings and cautions states as follows: after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion ¿reprocessing manual¿ with your endoscope model listed on the cover. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection.